Event description:
Boston scientific crm received information from a study designed to evaluate the midterm outcomes of treatment with a aaa ancillary graft. The ancillary graft provides active proximal fixation for treatment of pre-existing endografts with failed or failing proximal fixation or seal. The study involved a total of 151 pts. Nine ancure endografts had been implanted in pts in the study. During the 14 month follow-up, reported endograft and ancillary graft related adverse pt effects for this ancure graft included: one ancure graft experienced a caudal migration more than 10 millimeters (mm). The ancillary graft was implanted to resolve the issue. No additional adverse pt effects were reported in association with this procedure. Approximately 20 months after the ancillary graft was implanted, this pt died. The cause of death was reported as congestive heart failure and respiratory failure. The site also noted that the death was related to end stage heart disease with an ejection fraction less than 10% and probably urosepsis. There were no reported allegations that the ancure graft caused or contributed to this pt's death.

Manufacturer narrative:
The ancure graft was not explanted. This journal article was initially reporte din medwatch # 2954310-2011-81803. The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick j. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of the zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.